Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that he was hospitalized on (B)(6) 2016 with a blood glucose level of 70 mg/dl. The customer treated his blood glucose level with glucose tablets. The customer started with a low blood glucose level and had a cardiac arrest twice. The customer was given a glucagon shot at home. The customer was off the insulin pump while he was hospitalized. Customer's current blood glucose level was 360 mg/dl. The device was not returned.